Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak in the coulter hmx analyzer with autoloader. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the aspiration tubing for the needle probe was disconnected. The fse replaced the aspiration tubing and the needle. There was no further evidence of leaking after the replacement of the aspiration tubing and the needle. The fse verified the repairs were performed as per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).